Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the end of the first manual device interrogation with the remote monitor, the patient got an electric shock through the entire body. The patient described it as an electric shock of a pasture fence. It was also noted that the patient had experienced defibrillator shocks in the past so the patient is able to discriminate a defibrillator shock and this electric shock received. A follow up at the hospital confirmed that there was no shock delivered from the implanted device at the time the patient reported the monitor shock. The monitor was returned to the manufacturer. There were no patient injuries or complications reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.